Event description:
The customer reported via phone call that they received a button error alarm during a battery change. The customer's blood glucose was 151 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received missing end cap sticker. The insulin pump was received with minor scratches on lcd window. The insulin pump was received with cracked case at display window corners and case at reservoir tube window corners.